Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was alleged that all of the pump keypad buttons were under responsive. Evidence of moisture ingress was also reportedly visible in the pump battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, no damage was found to the keypad cover. Evidence of moisture ingress was observed in the battery compartment. During testing, all of the pump keypad buttons responded properly. The keypad cover was removed, and no contamination was found under any button contacts. The bolus button cover was torn. A leak test was performed and failed due to a display lens leak and a battery compartment leak. Unrelated to the complaint, the returned battery cap was damaged with a worn top; a test cap secured properly to the pump and was used to complete investigation.